Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 17, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut into five pieces, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received; however, complaint issues reported are not related. Therefore, no escalations are required.. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to patient experiencing visual disturbance. The patient had very bothersome glare symptoms such that the patient had to wear a cap or shield for his eyes to function under overhead lighting, especially at night. The patient didn't respond to trial of brimonidine, nor responded to correction of refractive error or treatment of ocular surface. Post-op best corrected visual acuity (bcva) after the implantation of the original lens was 20/20. Another lens of different model, but same diopter was placed as the replacement. The patient's condition has improved with lens exchange. There was no patient injury reported and no other intervention was required. No other information was provided.

Manufacturer narrative:
Patient weight: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2015 and (B)(6) 2021. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.